Event description:
It was observed during the device inspection, that the colonovideoscopes lever had foreign material. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the device evaluation found the following: distal end of the biopsy channel had a leak; distal end cover insulation failed inspection; light guide rod lens were chipped; coupled charging device unit cover lens had scratches; distal end cover had sharp edges; bending section cover or distal sheath rubber glue separated; bending tube deformed; connecting tube was wrinkled; air/water cylinder painting peeled off; suction cylinder nut painting peeled off; control unit angulation less of specific value; control unit angulation had play; insertion part of the air/water channel had less of specific value; and biopsy channel had a leak. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 05 years since the subject device was manufactured. Based on the results of the investigation, it is likely that due to the leakage from the biopsy channel the device was not reprocessed properly and therefore the foreign material (cap from the biopsy forceps) may not have been removed. The instruction manual states the detection method associated with the event in "cf-h185l/I operation manual chapter 3 preparation and inspection", and preventative measures in "cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope". Olympus will continue to monitor field performance for this device.